Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, l4-l5 plif using jagar was done for a female patient with spinal canal stenosis. After the cage was inserted, the image showed that it was half protruded from the anterior vertebral body. When the surgeon strongly pulled it back with an inserter because it was hard to move, severe bleeding occurred from the intervertebral. The surgeon stopped the bleeding by astriction applying a lot of gauze, and treated with floseal after coagulating the bleeding point. Then the surgeon put the cage back to the correct position and fixed with screws. The procedure was completed with a 60-minute delay. It was reported that the disc space was cleaned with a disc spreader, bone chisel and curette.